Event description:
A report was received that the patient was having difficulty charging her implant and had soreness and pain at the pocket site. The physician stated that the ipg had migrated in the pocket. The patient underwent an ipg replacement procedure. The patient is reportedly doing well.

Event description:
A report was received that the patient was having difficulty charging her implant and had soreness and pain at the pocket site. The physician stated that the ipg had migrated in the pocket. The patient underwent an ipg replacement procedure. The patient is reportedly doing well.

Manufacturer narrative:
The ipg passed all mechanical, electrical, performance, and photographic imaging tests performed. The complaint of the ipg causing pain was not duplicated or confirmed. The device output was monitored for excessive leakage current or spurious signals and no discrepancies were identified. Device stimulation amplitude and timing were monitored and no intermittent anomalies were noted in the output. The complaint of difficulty charging due to the ipg being tilted was confirmed. The charge profile showed erratic coupling/poor alignment of the charger to the ipg. The battery profile revealed a maximum depletion rate within the expected range. The device exhibited normal device characteristics.